Manufacturer narrative:
User mentioned seeing discrepancies between bg and sg readings. Case was escalated and an app re-install and a diagnostic upload were requested. The user remained unresponsive after multiple contact attempts. Per dms review, the system is being used again, with updated firmware version and there is information up to date.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.